Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient did not regain full consciousness and aphasia and paralysis of the right upper extremity were noted. The patient was monitored and was noted to have deteriorated further. A computed tomography and neurological examination were performed and a cerebral infarction was confirmed. The cause of the cerebral infarction is unknown. No additional adverse patient effects were reported.